Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, other injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Hypocupremia [copper deficiency]. Case description: an attorney reported that their (B)(6) female client used fixodent denture adhesive, form/version unk as intended for her dentures, that she received approximately 15 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; has been diagnosed with other injuries attributed to excess zinc and resulting copper depletion, and hypocupremia. Treatment: has received and will continue to receive unspecified medial care. The case outcome was not recovered/not resolved. She had discontinued use of the product. Past medical history included: medical history - received dentures approx 15 years ago. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Add'l 510k #k945200.